Event description:
A 43 yr old white female gravida o status post bilateral subglandular inframammary 220cc dow corning gels for augmentation 4/3/80. History of motor vehicle accident 6/30/94 with increased right tenderness at night. Pt complains of local discomfort increased and decreased for yrs. Arthralgias, myalgias, paresthesias, fatigue, adenopathy, headaches, dizziness, neurocognitive problems, hair loss, rashes, shortness of breath, genitourinary/gastrointestinal problems. Otherwise healthy.